Manufacturer narrative:
Report confirmed. Evaluation of the returned (B)(4) saw blade showed that the saw blade was fractured with a partial piece of the blade missing where it fractured. One of the tangs was broken and missing. The broken blade was dimensionally inspected and all specifications were within tolerance. Under magnification, the blade appears to have fractured in an angled shear fashion which is representative of the blade being used in a prying fashion. It was attempted to reproduce this failure. The motor received for this complaint and a new es300 motor was used for this test. Both motors worked as designed under typical cutting conditions. When introducing cutting and prying motion both blades broke in similar fashion to the original blade that had fractured. It would not be possible for the broken piece to have fallen out of the reciprocating saw prior to disassembling (which takes place away from the patient/surgical site). The likely cause for the failure of the (B)(4) blade was that it was used in a prying fashion which the blade was not designed for causing it to fracture. The use of excessive force accelerates this failure. The es300 (lot #p04074058) was received in good condition and functioning properly. The user manual contains the following warnings for disposable tools: donot use excessive force to pry or push bone with the attachment, tool or blade during dissection. Bending or prying may break the accessory, causing harm to patient or staff. Carefully inspect tool both prior to and following each use for signs of excessive wear, fragmentation, eccentricities or other defects. Replace any suspicious tools with a new one prior to use. The use of powered re ciprocating instruments may result in vibration / related injury. We will continue to track and trend this complaint type. (B)(4).

Event description:
It was reported that during surgery where an es300 sagittal saw and a saw blade was used to resect the bone, the surgeon noticed a crack in the blade. Since there was not such a crack when the blade was attached to es300, the doctor suspected that it occurred during the use. Prior to closure, x-ray was performed, no debris from blade was found. There was five minute delay. Surgery was completed successfully using an alternative device. It was also reported that ¿the doctor did not raise a big concern after checking the x-ray images." At the time the report was received, it was stated that "it is unknown whether this case had any effect on the patient¿s health.¿ upon follow up, it was confirmed that there was no impact to the patient.